Event description:
It was reported that the patient had constant alarms while on the mobile power unit and was not able to distinguish the cause. The patient swapped out the system controller and switched to batteries.

Manufacturer narrative:
This was previously reported in MFR# 2916596-2025-03280 and will be captured under this report. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d9 correction. Section g2 correction. Manufacturer's investigation conclusion: the mobile power unit (mpu) (serial number: (B)(6) was returned in association with the reported event of the mpu alarming while connected to the system controller (serial number: (B)(6). The mpu returned to the pleasanton service depot in unremarkable physical condition. The unit booted up and functioned as intended. The reported alarms were not reproduced with a test controller. No issues with the mpu were noted, so the unit returned to the customer. The root cause of the reported alarms was determined to be due to damage to the system controller¿s power cable, and the reported event could not be correlated to an issue with the mobile power unit. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.